Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was an hardware issue. The field service engineer replaced the scanner cable and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system there was an hardware issue. The customer reported that when accessing the medication for removing or refilling, the main station will freezes up. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.